Manufacturer narrative:
Product complaint (B)(4)> h10 additional narrative: added: h6 device code: no code available (3191) used to capture device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient came into clinic for his two week post op appointment with a draining surgical wound. Plan was to wash him out and tap on components to see if they had time to adhere to the bone. Since this was only two weeks out the intraop decision by surgeon was to extract all components and revise cup to a gription multi hole and go up one size actis stem following a proper irrigation. Doi: (B)(6) 2020, dor: (B)(6) 2020, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.